Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that after one inflation to 10 atm in the anterior tibial artery, the balloon would not deflate. An add'l stick was made distal to the balloon and a catheter was used to puncture the balloon. The balloon was removed through the introducer sheath without incident and the procedure was completed with another pta balloon catheter. There was no pt injury.